Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, it was documented that the "obms valve failed". The technician recommended replacing the device's oxygen blending module subassembly to address the issue. No further investigation is required at this time. Additionally, after the device's oxygen blending module subassembly was replaced, the device passed circuit calibration and leak test. The device was run for several hours. The unit passed technical testing & endorsed to end user for clinical acceptance. The device's oxygen blending module (obm) subassembly was returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil tested the obm subassembly on the pil trilogy evo obm test station and the obm failed for leak verification. The pil replaced the original obm proportional valve with a known good obm proportional valve, then retested the obm subassembly and passed all testing. Pil concluded that a faulty obm proportional valve caused the failure of the obm subassembly.